Event description:
Pt revised for loose tibial tray, osteolysis and polyethylene wear. Doi 21 years prior dor (B)(6) 2010 (right knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.